Event description:
It was reported that some non sustained lead noise episodes were obtained from a device check. It was confirmed that there was noise present on the v sense amp channel that was resulting in oversensing. The patient underwent an rv lead re-insertion procedure because they suspected that noise was being oversensed due to poor contact with the setscrew in the header. The lfa filter was turned off and the device and rv lead continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.